Event description:
Port of yellowport from surgical innovations is a problem. Discovered blue plastic rim broken, were able to find one small piece on pt's abdomen, but half of it not found. Could have been suctioned into suction irrigator, but could be in the abdomen.